Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Since (B)(6) 2017 the patient was suffering from pain over the implant site. The patient was treated with pain medication. The pain was also present when patient was not wearing the audio processor.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the user report the device was explanted most likely due to device unrelated medical reasons, namely inflammation at the implant site leading to pain and headache. However, the pain was present regardless of use of the audio processor and the recipient had similar symptoms also with the previous device. Further, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The reported short circuit on two channels could not be found as the electrode has been damaged most likely during explantation. This is a final report.

Event description:
Since (B)(6) 2017 the recipient was suffering of persistent pain and possibly inflammation at the implant site. The recipient was treated with pain medication. The pain was also present when the recipient was not wearing the audio processor. The recipient was explanted of the device. Re-implantation may take place if the pain will be gone after 6 months. Despite requested, no additional information has been received with regards to the date of explantation and the observed symptoms.